Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio: 4.2; lab: 3.3. Customer will perform add'l tests using other patients for a correlation study. Technical support to follow up for results of study.